Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece with helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2026. It was noted as the right ventricular and right atrial leads were placed, the patient experienced a seizure and became sick. The procedure was abandoned and the patient was transferred to the intensive care unit (ICU) where it was noted the patient passed. Further information was requested but not received.